Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11e19022 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. On an unknown date, the patient was hospitalized due to an unknown condition. Treatment for the peritonitis was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient had not recovered and remained hospitalized. The action taken with dianeal was not reported. Concomitant medications were not reported. The nurse stated that the event of peritonitis was not related to dianeal therapy.